Event description:
A surgical procedure was performed on the pt, which required a jp drain placement to be completed by our or team in 2009. The pt came back to our facility for a follow-up x-ray appointment four months later, which showed the epigastric surgical jp drain was still present. Risk management was notified five days later of the incident. Retained portion of jp drain segment is pending scheduled removal the following month. Dates of use: 2009. Diagnosis or reason for use: delayed gastric emptying.